Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received an inappropriate shock due to far p-wave oversensing. A chest x-ray was performed and right ventricular lead dislodgement was confirmed. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.